Manufacturer narrative:
Although the product was not returned and the product identities could not be discovered, a product evaluation was conducted. According to the evaluation, there are no indications of manufacturing defects. Based on the product evaluation, the following fields were updated: b5, g4, h2, and h10.

Event description:
The doctor reported that while using the traumaone mandible set last week a screw strip (or plate strip) from one of the two upper holes near the condyle.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a screw stripped near the condyle during a procedure.